Event description:
Customer reportedly obtained results of 387 mg/dl, 95 mg/dl, and 126 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported regarding these results. Requested return of suspect system and replacement was sent.